Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had an out of box failure as they'd just received the device from repair. Per reporter, it was making noise and showing occlusion error. Reporter states it sounds like the motor is going out, and device is still alarming with the occlusion error.

Manufacturer narrative:
D9 - date returned to mfg.: (B)(6) 2025. H3: one device was received for analysis. The service history review found no repair history. The reported issue was confirmed by turning on the device and running the occlusion test. The device was making noise and to fix the issue, the left and right clutch, clutch spring, worm gear, worm coupling and motor were replaced. The root cause of the issue was worn out clutch parts. The device was also calibrated/greased and reset to standard configuration. The device then passed all tests after the repairs.